Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: bowel resection. According to the reporter: the surgeon fired across the duodenum 1 cm distal to the pylorus. The stapler cut the tissue without stapling and caused bleeding. Surgeon had to over-sew. There was no tissue damage or patient injury reported. The doctor over-sewed to complete the case.